Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, several noise reversion and inappropriate auto mode switch episodes were observed due to the right atrial lead noise. The patient was a non-dependent patient and the physician elected not to make any programming changes. The patient was doing fine and will continue to be monitored.